Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was non-functional and either obsolete or not working. The hcp was requesting MRI guidelines for a foot scan. It was stated that the hcp was unaware of the device that was implanted in (B)(6) 2017. The inactive device was implanted (B)(6) 2016 and this device was scanned previously on (B)(6) 2016. The hcp was unsure if the current device was inactive or if it was simply an issue with the previous ins. No symptoms and no further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the patient was an outpatient so they did not have any information except that maybe the patient¿s device was depleted therefore was replaced. They stated that the patient might have had an MRI after the device was replaced. The hcp was asked how they found out about the replacement and they stated that they might have overheard someone but they were not sure. No further complications were reported.